Manufacturer narrative:
510k: this report is for an unknown synthes universal spine system (uss)/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)].

Event description:
This report is being filed after the review of the following journal article: zhang j, liu h et al (2018). Intermediate screws or kyphoplasty: which method of posterior short-segment fixation is better for treating single-level thoracolumbar burst fractures? European spine journal. Volume 28. Issue 3. Page 502-510. (Https://doi.org/10.1007/s00586-018-5822-7) (china). The objective of this study is to compare outcomes of intermediate screws (is) with kyphoplasty (kp) in posterior short-segment fixation (pssf) reinforcement for patients with single-level thoracolumbar burst fractures (stbf). Between january 2010 and february 2016, 48 patients with thoracolumbar fractures who underwent posterior short-segment pedicle fixation and have no less than 2 years of follow-up duration, were included in the study. All patients were implanted with an unknown synthes universal spine system including the superior and inferior segment. Patients were divided into 2 groups; the is group which is composed of 27 patients (14 males and 13 females) between the ages of 51¿71 (mean age 60 years) and the kp group which is composed of 21 patients (12 males and 9 females between the age of 50¿78 (mean age 62 years). For the is group, 2 additional polyaxial screws measuring 5¿10 mm shorter than the ones above them were inserted into the fractured vertebrae through the pedicles. For the kp group, manual distraction and restoration of lordosis were performed directly between the bilateral screws of the adjacent vertebra above and below the fractured vertebrae and a competitor¿s polymethylmethacrylate (pmma) cement was injected following the bilateral balloon expansion to further correct the kyphosis of the fractured body. Posterolateral fusions with an autogenous or allograft bone were applied to all patients. Clinical assessment included an evaluation of the neurological function of patients preoperatively and at the final follow-up according to the guidelines set by the american spinal injury association (asia). The visual analogue scale (vas) was used to evaluate back pain before and after surgery. Radiographic evaluation included anteroposterior and lateral radiographs on standing position performed before and after surgery and at follow-up, CT scans routinely performed before surgery, and regional cobb angel (ca) was measured. If a ca correction loss more than 10 degrees was found, or if an internal fixation failure was observed, the surgery was regarded as a failure. Implants were not removed in the follow-up period. The mean follow-up duration was 28 months for both groups. Complications were reported as follows: (is group). 3 patients had a surgical failure and experienced a correction loss of the cobb angle (ca) of more than 10 degrees during follow-up. Unknown patients had kyphosis recurrence with a ca correction loss of nearly 4 degrees. Mean postoperative vas is 3.3+/-0.9. (Kp group): 2 patients had a surgical failure and experienced a correction loss of the cobb angle of more than 10 degrees during follow-up. Mean postoperative vas is 2.7+/-0.8 unknown patients had kyphosis recurrence with a ca correction loss of nearly 4 degrees. A (B)(6) female patient had a minor correction loss after 2 years postoperatively. The reduction was generally maintained. This report captures reported events of surgical failure, correction loss, kyphosis recurrence. This report is for an unknown synthes universal spine system. This is report 1 of 2 (B)(4).